Manufacturer narrative:
Product complaint #: (B)(4). Brand name, common device name, manufacturer¿ 510k: this report is for an unk - nail head elements: tfn helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, a short titanium trochanteric fixation nail (tfn) was removed due to fracture distal to end of the nail. As titanium trochanteric fixation nail (tfn) nail was being extracted the nail broke at the distal screw holes. The broken fragment was then pushed out of the fracture site. A long titanium trochanteric fixation nail (tfn) nail replaced the short. There was a surgical delay of 30 minutes. The procedure was successfully completed. The patient outcome was unknown. This complaint involves 3 devices. This report is for (1) unk - nail head elements: tfn helical blade. This report is 2 of 3 (B)(4). (B)(4) was created to capture the post-op event that involves a short tfn was removed due to a fracture distal to the end of the nail while (B)(4) captures the intra-op event the titanium trochanteric fixation nail (tfn) nail was being extracted the nail broke at the distal screw holes.